Manufacturer narrative:
Correction: the lot number was inadvertently entered as a serial number on the initial report. The lot number has been updated as h073090670 and the serial number as n/a. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and the device passed all manufacturer's specifications. Therefore, the reported condition was not confirmed. An assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during a micro-lumbar disc surgical procedure it was observed that the minimal access attachment device (bearing sleeve) started heating up. It was reported that there was a twenty minute delay in the procedure so the device could "cool down." A spare device was available and the procedure was successfully completed. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.